Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached end of life (eol) prematurely. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Preliminary analysis determined that the device lasted 27% of its expected longevity. The current drain level was higher than normal for this device and was the cause of the early battery depletion. Upon further analysis, the hybrid incurred a por (power-on-reset) while measuring a supply voltage. Afterwards the hybrid current drain returned to a nominal level, remaining nominal through the rest of the analysis. The analysis was terminated with no cause of failure identified for the premature battery depletion.